Manufacturer narrative:
Additional information: the lot code, dd1228, provided by the consumer is for the handle. The head was manufactured at the following location: (B)(4).

Event description:
Consumer reports toothbrush head disengagement. This is reported as a malfunction with the potential to cause serious injury. A minor injury, "gouged my upper lip and under my nose", occurred.